Event description:
The customer received a questionable calcium result on their integra 400 plus analyzer. The repeat testing was performed on the same analyzer as the initial testing. The patient's initial calcium result was 9.3 mg/dl accompanied by a data flag. The initial result was reported outside the laboratory. The customer questioned the result and repeated the test. The repeat result was 7.6 mg/dl accompanied by a data flag. The customer considered the repeat results to be correct. There were no adverse events. The calcium reagent lot number was (B)(4) and the expiration date was 05/31/2012. The field service representative could not determine the cause of the event and suspected it might have been a sample issue. He checked the system and could not reproduce the event. He performed diagnostics checks and a precision test all of which were within specification.

Manufacturer narrative:
No root cause could be determined. The quality control recovery was within specification before and after the event. Based upon the data provided, a sample specific issue related to preanalytics is assumed to be the cause of the event. The erroneous result did not cause any adverse events.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.